Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the ventricular channel. The patient was confirmed to have underlying intrinsic conduction. Other lead measurements were within range. The field representative confirmed the patient was further evaluated and the issue was resolved. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the ventricular channel. The patient was confirmed to have underlying intrinsic conduction. Additionally, the right ventricular intrinsic amplitude was noted to be out of range. Other lead measurements were within range. The field representative confirmed the patient was further evaluated and the issue was resolved. No adverse patient effects were reported. This device system remains in service.